Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted into the pump and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: the pump's black box data from the date of the complaint has been overwritten due to continued use of the pump. The current black box data showed one pump reboot event associated with the clearing of a call service 064 error on 11/06/2015. The battery cap did not measure within height specifications. The cartridge compartment damaged in the thread area. The pump was exercised for 24 hours with no power issues being duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.